Manufacturer narrative:
(B)(4). G2: foreign: germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure, the femoral impactor block fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Backup instrumentation was used to complete the procedure without further incident.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; g3; h2; h3; h4; h6; h11. Visual examination of the returned product identified signs of use (marring of the side surfaces). The device is fractured into multiple pieces. Not all pieces have been returned. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The reported event was confirmed based on evaluation of complaint sample. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; d4; d9; g3; h2; h11. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.